Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Incorrect expiration date: the device expiration date (9/30/2019) was incorrect in the initial medwatch report. The expiration date is currently unknown. The unique identifier (UDI) has been updated accordingly. (UDI): (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that the tip of the customer's expressew needle broke in the patient joint. The needle could not be retrieved. The case was completed with another like device. There were no patient consequences or delays. The broken needle was discarded by the customer. Additional event information: 10/16/2018: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event did not result in a surgical delay greater than thirty-minutes or an inability to complete the procedure as intended. It was further reported that the needle was unable to be retrieved and a portion of the device remained in the patient. It was reported that the surgery was completed with another like device which was readily available. According to the reporter, it was unknown if there were any procedural or patient anatomy factors which may have contributed to the breakage or if a surgical intervention was planned. It was reported that there was no impact to the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that the tip of the customer's expressew needle broke in the patient joint. The needle could not be retrieved. The case was completed with another like device. There were no patient consequences or delays. The broken needle was discarded by the customer.